Event description:
Patient reported skin irritation in the form of blisters/welts. Patient sought medical treatment and was prescribed an otc oral antihistamine. Patient reported that they followed proper skin preparation.

Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.